Event description:
It was reported during a da vinci si colectomy procedure, the surgeon was unable to move the fenestrated bipolar forceps instrument smoothly and it was noted that the wire at the distal end of the instrument was visible; however, the wired did not appear to be broken. Reportedly, no instrument collisions were noted to have occurred. The instrument was replaced and the planned surgical procedure was completed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found that the pitch cable at the distal clevis hub was broken. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. Engineering evaluation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were short in length and not align with the tube axis. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.